Event description:
During a visit to the hospital the patient complained about pain in her tibia and it was discovered that the tibia was fractured. The surgeon will decide whether revision surgery is required after monitoring her condition for a while. The surgeon suspects that the fracture could have occurred naturally even if it is difficult to judge it. Ref MFR number: 3005180920-2013-00083.